Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 5.1 mmol/l. The customer reported that the frequently no or intermittent response by button press (all button) during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a fully functional keypad. Peeled off keypad overlay and no damage was noted on the keypad traces. Keypad flex connector was plugged in properly. The pump passed the displacement and self tests. No button error alarms were noted during testing.